Manufacturer narrative:
The user facility representative reported that during per-use the device is not giving the correct values, only about half of the set value. They are not sure, but they believe it is the volumes. (B)(4): a carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the cause of the reported event was the flow (volume) sensor was installed upside down. The field service representative reinstalled the flow (volume) sensor right side up and ensured all connections within the exhalation flow path were tight. The device was then run through a complete check out per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility representative reported that during per-use the device is not giving the correct values, only about half of the set value. They are not sure, but they believe it is the volumes.